Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer checked rinsing and adjusted the rinsing. A hardware check was performed and the results were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 6000 c501 module. The sample initially resulted in a creatinine value of 0.99 mg/dl. The sample was repeated, resulting in values of 0.78 mg/dl, 0.78 mg/dl, and 0.75 mg/dl.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be excluded. It was noted that the customer's centrifuge temperature was unregulated. The investigation determined the issue is consistent with a hardware issue combined with insufficient pre-analytic conditions. Medwatch fields d1, d2, d4, g1, and g4 have been updated.